Manufacturer narrative:
According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to infection and surgical conversion. UDI - the lot number(s) was not provided. Therefore the UDI(s) is not available.

Event description:
On an unknown date, the patient was treated for an iliac artery aneurysm. On an unknown date, imaging identified a suspected gore® excluder® iliac branch endoprosthesis (lot number(s) unknown) infection reportedly caused by a left psoas muscle abscess. The physician stated the infection was not device or procedure related. On (B)(6) 2018, the device(s) were explanted and the vasculature was repaired surgically.

Manufacturer narrative:
D7: added explant date. G7: corrected manufacturing site address. The device was manufactured at site #3013164176.